Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00068, 0001822565-2019-00069, and 0001822565-2019-00070. Medical devices: segment with male/female taper 60 mm length catalog#: 00585004606 lot#: 62469869, articular surface with segmental hinge post size c 17 mm height catalog#: 00585003017 lot#: 61923307, polyethylene insert size c catalog#: 00585001395 lot#: 63204131, stem collar 30 mm o.d. For use with 16 mm or smaller diameter segmental stems catalog#: 00585204030 lot#: 63058728, tibial component precoat nonmodular size 3 catalog#: 00588000302 lot#: unk, fluted stem extension straight precoat for cemented use only 13 mm diameter 130 mm stem length catalog#: 00585205013 lot#:62672266, allen plug 28mm flange catalog#: 00801102028 lot#: 63089195. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left knee procedure. Subsequently, patient was experiencing instability and hyperextension of the knee, and was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated but the reported event could not be confirmed. Visual evaluation of the femoral exhibits nicks and gouges, as well as scratches on the surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.